Event description:
It was reported that the doctor was doing a laparoscopy cholecystectomy and the clips came out fully formed from the device. He tried to cycle through several and they continued to come out defective.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73m1800267 was manufactured on 12/10/2018 a total of (B)(4) pieces. Lot was released on 12/19/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). The indicator clip was in the next position of the channel. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed, and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired indicating that no clips were remaining in the device. The sample was disassembled to inspect the internal components. No further damages were found. The sample was received with only the partially loaded clip remaining indicating that the 14 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clips coming out fully formed" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). The indicator clip was in the next position of the channel. Upon functional inspection, the indicator clip fired. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was doing a laparoscopy cholecystectomy and the clips came out fully formed from the device. He tried to cycle through several and they continued to come out defective.